Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient is deceased and died approximately three months post implant of the of cardiac resynchronization therapy defibrillator (crt-d) system. The cause of death was reported to be sepsis. This event was documented during post-market surveillance of cardiac resynchronization therapy (crt) devices. No other information was provided.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.